Manufacturer narrative:
On (B)(6) 2018 pt reported during an inbound call that he was hospitalized in (B)(6), due to a low blood sugar of 17. He stated that during his hospital visit the v-go was removed and he was treated through an IV. Patient does not recall events well but says his wife was unable to rouse him and called 911. This appears to have happened in the am. The day prior to the event he had a procedure to correct a rapid heart beat. He thinks he ate normally after, had a bedtime snack and his blood sugar was in the 100s when he went to bed. He does not recall when he replaced device but believes it was after procedure. There is no allegation of device malfunction. Device has not been returned for evaluation. Root cause cannot be determined based upon the information provided.

Event description:
On (B)(6) 2018 pt reported during an inbound call that he was hospitalized in (B)(6), due to a low blood sugar of 17. He stated that during his hospital visit the v-go was removed and he was treated through an IV. Patient does not recall events well but says his wife was unable to rouse him and called 911. This appears to have happened in the am. The day prior to the event he had a procedure to correct a rapid heart beat. He thinks he ate normally after, had a bedtime snack and his blood sugar was in the 100s when he went to bed. He does not recall when he replaced device but believes it was after procedure. He has since seen his health care provider and has resumed vgo. He reports his blood sugars to be in the 70s-100 range. There is no allegation of device malfunction. Device has not been returned for evaluation.